Event description:
A consumer reported via social media, that following bilateral intraocular lens (iol) implants procedures, both lenses were placed. The consumer reported that it was hoped the lens exchanges would result in a "mini monovision". The consumer reported that following the first lens exchange, the intermediate and distance visions were good, but reading glasses were still required. The consumer reported the second lens was replaced by a different surgeon and this surgeon had targeted for more nearsighted vision hoping this would eliminate the need for reading glasses. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).